Event description:
A us distributor returned a monitor was experiencing check te messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check te messages) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging he black pulse wire within the connector. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.